Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient presented due to patient alert and a right ventricular (rv) lead fracture was visible on x-ray. It was also reported that there was noise noted with the rv lead. The rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.